Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and severely tortuous right coronary artery. Pre-dilation was performed, leaving a 90% residual stenosis. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However; during insertion, it was noted that a part of the stent strut stipped off. The procedure was completed with a different device and no patient complications were reported. It was further reported that there was a difficulty inserting the device into the guide extension catheter.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and severely tortuous right coronary artery. Pre-dilation was performed, leaving a 90% residual stenosis. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However; during insertion, it was noted that a part of the stent strut stripped off. The procedure was completed with a different device and no patient complications were reported.